Manufacturer narrative:
(B)(4); additional details were received stating that the associated rv lead was confirmed to have been fractured. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. Additionally, noise was oversensed which resulted in an inappropriate shock and pacing inhibition. High thresholds were also observed. Fluoroscopy and x-ray were unremarkable for a lead fracture. A revision procedure was performed to replace this lead. However, placement difficulty was experienced and they were unable to maneuver the lead due to scarring in the subclavian. The patient will undergo a laser lead extraction and placement of a new rv lead will occur in the near future. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device remains implanted. This product issue will be re-evaluated if additional details are received.